Event description:
It was reported that while trialing during an initial knee procedure, a total articular surface provisional instrument fractured. No adverse events have been reported as a result of this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for evaluation as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. A visual inspection of the provided photograph found it to exhibit signs of repeated use (nicked / gouged/worn) and has fractured on the lateral side of the post. The product was not returned for further evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.